Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivery. The customer¿s blood glucose level at the time of the incident was 160 mg/dl and the current was 367 mg/dl. The customer stated that reservoir had air bubble anomaly. The location of the air bubble was in reservoir and the size of the air bubble was 1/2 inch. The customer stated that the air bubble was not remove successfully. The troubleshooting was performed for the high air bubble anomaly. The insulin pump and reservoir will not be returned for the analysis.